Event description:
Additional information was received from the patient on 2023-02-13. The pt had their ins replaced a couple years ago because the ins unexpectedly died and it almost cost them their life. The pt persuaded the surgeon and said they rely on the ins and medicine.

Manufacturer narrative:
Product event summary #investigation summary - it was reported that the patient's ins moved, which was causing a lot of problems. It was also noted that they had depression, and pain and suffering. The patient stated that a physician assistant dislodged the ins at a physical exam. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. It was reported that the patient had lost weight over the past 3 years, because they were trying to reduce strain on their back. This would reasonably cause the ins to move from the pocket. The investigation determined that this was a known event. It was reported that the ins had moved. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient implanted for chronic low back pain and spinal pain. The caller reported that the patient¿s implantable neurostimulator (ins) moved in the patient¿s back. They indicated that the device moved closer to the patient¿s spine, which is causing a lot of problems. The caller mentioned that the patient had the device implanted because of an accident at work, so workman¿s compensation is willing to pay to move the device. However, the patient¿s physician is refusing to do the surgery. The caller stated that the patient has lost weight because they were told to take strain off their back. They added that the patient was at (B)(6), and lost weight over the past 3 years. The caller mentioned that the patient is depressed because they are in pain, and everyone is refusing to help them. They indicated that the patient was not diagnosed with depression. Patient services redirected the caller and patient to the patient advocate foundation to investigate their options, and to follow-up with a healthcare provider. No further complications were reported or anticipated. Additional information received from the patient indicated that their battery was dislodged by a physician assistant at a physical exam. The stated that then battery went to their spine, causing pain and suffering. The patient stated that a physician was requested to replace and relocate a new battery. They no ted that the replacement will be done on (B)(6). The patient (B)(6) at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
Product event summary #investigation summary - it was reported that the patient's ins moved, which was causing a lot of problems. It was also noted that they had depression, and pain and suffering. The patient stated that a physician assistant dislodged the ins at a physical exam. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. It was reported that the patient had lost weight over the past 3 years, because they were trying to reduce strain on their back. This would reasonably cause the ins to move from the pocket. The investigation determined that this was a known event. It was reported that the ins had moved. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back and repeated information in this case. Pt said they had a "system failure" where the implant would not work at all and had to have implant replaced as it became an emergency situation since pt can't live without the implant. Pt stated that it took awhile to get a hold of a rep to try and change "batteries" to find out what was going on but by then it was too late. Pt's original hcp was not available so a different dr had to do the surgery. Pt reported dr was discharged by the pt and their legal team because dr was not there for the follow up and pt almost died.